Event description:
It was reported that the right ventricular lead had intermittent capture. The lead was previously noted with high threshold. The lead remains in use, but it will be replaced when the device is replaced at the time of elective replacement indicator. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.